Event description:
Rptr noted corneal burn occurred at the end of phaco. Sutured wound and covered with conjunctival graft.

Manufacturer narrative:
H-11: revised sections a2,a4,b6,b7,d10,f2,f4,f5,f13,g3. F-10. Data in other fields to remain as initially submitted by MFR. Contact person has not returned calls for follow-up info to date. This report was mailed in to FDA on: 07/29/1998.